Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention procedure a balloon rupture occurred. The target lesion was located in the calcified circumflex artery. During pre-dilatation, a 2.00mm x 12mm emerge balloon catheter was selected and advanced to treat the target lesion. Upon inflation at 24 atm, the balloon ruptured. No patient issues were reported.